Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00801804002/ femoral head/ lot # unknown, item # 00875706002/ shell /lot # unknown, item# unknown/ unknown stem/ lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00546.

Event description:
It was reported the patient underwent left hip surgery due to degenerative bone disease. Patient was revised one-month post implantation date due to pain and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown, root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.